Event description:
Oracle ro 1071628: volumetric accuracy test failing. Additional information received on 6-jun-2020: no patient involvement. Event details updated. Device analysis completed and in h 10

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump failed volumetric accuracy testing. No patient was involved in this event. No adverse effects were reported.